Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was also noted, during the investigation, that the c-arm would not power on. Investigation identified the need to replace both the isd pcb and the ps3, 24v power supply. Identified components replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the c-arm of the 9900 system would raise but not lower. There was no report of patient injury.